Event description:
The customer reported some debris in reverse typing when using erytypecell a1&b. The customer observed this debris in results obtained by tango optimo which were supposed to be negative. At the time, the customer's complaint was received at bmd, the defective lot was already expired. Therefore testing of the retained sample was not possible. Despite the fact that the allegedly defective product was already expired, the customer sent it back for investigational testingl. He did not, however, sent back the patient samples that were involved. Because the complaint sample was completely hemolyzed upon arrival at bmd's quality control laboratory, testing was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.